Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device reveal one of the aiming arm's cam locks was broken near the feature that assembles to the dowel pin. No other damage was noted. A device failure was observed. Dimensional inspection: due to the device's received condition, dimensional inspection could not be conducted. Document/specification review: the relevant drawings, reflecting the current and manufactured revision, were reviewed. Investigation conclusion: the complaint was confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined; however, per the complaint description, the issue was attributed to accidental abnormal use of the device by a user. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.033.003; lot: l971743; manufacturing site: haegendorf. Release to warehouse date: 05. Feb. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On an unknown date one of the locking cam arms on the radiolucent aiming arm of the nail system broke while trying to close the lid on the tray. There was no patient involvement. This report is for one (1) radiolucent aiming arm/frn greater trochanter. This is report 1 of 1 for (B)(4).